Manufacturer narrative:
Eval summary: the returned device meets print spec where measured. The issue may be related to a user error, as there are witness marks on the nail cap indicating that the part was not screwed in properly and may have cross-threaded. However, there is not enough info provided to establish a root cause. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon tried to use the itst sliding nail cap 5mm, but since he couldn't install it, the surgery was completed with the 0 mm size cap. Surgery time was extended by 30 minutes.